Event description:
While under general anesthesia prior to antrectomy with billroth I gastrojejunostomy surgery, the foley catheter could not be inserted due to stricture in bladder neck. Physician attempted a foley & a filiform catheter inadvertently broke off into the bladder. After above mentioned surgery, an add'l procedure-cystoscopy was performed.